Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during an operation the tip of the screwdriver fractured upon insertion a setscrew. There was no adverse events reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during an operation the tip of the screwdriver fractured upon insertion a setscrew. There was no adverse events reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the tip fractured. The hardness of the material was tested and noted to be conforming to print specifications. Fracture analysis of the product noted the device fractured due to bending overload. Visual inspection the hex feature of the screw showed light scratching; the threads of the nail do not show damage; a visible burr was noticed in the gap between the threads on the screw head ; a hex wrench was used and the screw would not come loose.DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.